Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) technical support engineer (tse) received a call from clinical support staff relaying that operating room staff had experienced problems with arm 1, had already performed a power cycle, and still could not use the instrument clutch on universal surgical manipulator (usm) 1. The tse reviewed system logs and found communication link errors indicating a downstream and upstream communication issue between the axes controller arm (aca) and axes controller motor (acm) boards within usm 1, which suggested a possible usm-related fault. The procedure was completed with no reported injury.